Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that multiple malfunction alarms occurred. Additionally, it was reported that multiple cartridge alarms occurred during the load sequence and during insulin delivery. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 136-444 mg/dl.